Event description:
It was reported patient received vibratory alert for low pacing lead impedance. Lead was rechecked and normal values were seen. Lead replacement did not occur per patient request and there are no future plans to reassess. Patient will return for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.